Event description:
Senseonics was made aware of an incident where the user reported receiving "no sensor detected" alerts frequently. A transmitter replacement did not resolve the issue and the user was redirected to hcp to discuss about next steps, such as removal and replacement of the sensor. The issue did not lead to any adverse event nor caused any patient harm.

Manufacturer narrative:
The customer reported receiving several "no sensor detected" alerts per day. The customer began experiencing this issue several weeks after sensor insertion. The sensor was inserted on (B)(6) 2025 and the issue began on (B)(6) 2025. The customer reported that the signal strength between transmitter and sensor is "excellent", but the connection loses suddenly and receives "no sensor detected" alets. The issue was escalated to technical support team who determined that the issue could be with the transmitter and issued a transmitter replacement to help resolve the issue. However, the issue still persisted even with the new transmitter. The customer was then redirected to hcp to discuss about next steps such as removal and replacement of the sensor as the sensor might have been placed in a non-ideal location or inserted too deep. The customer scheduled an appointment with the hcp for sensor replacement. An ultrasound was performed during the removal procedure and the sensor was found to be inserted 3 mm under the skin, which is considered normal depth. To further investigate the issue and to determine root cause, the customer was requested to send the sensor back for further evaluation.manufacturer is currently awaiting sensor to be received to perform further evaluation. The results along with the final conclusion will be submitted in supplemental report.

Manufacturer narrative:
The customer reported receiving several "no sensor detected" alerts per day. The customer began experiencing this issue several weeks after sensor insertion. The sensor was inserted on (B)(6) 2025 and the issue began on 17 april 2025. The customer reported that the signal strength between transmitter and sensor is "excellent", but the connection loses suddenly and receives "no sensor detected" alets. The issue was escalated to technical support team who determined that the issue could be with the transmitter and issued a transmitter replacement to help resolve the issue. However, the issue still persisted even with the new transmitter. The customer was then redirected to hcp to discuss about next steps such as removal and replacement of the sensor as the sensor might have been placed in a non-ideal location or inserted too deep. The customer scheduled an appointment with the hcp for sensor replacement. An ultrasound was performed during the removal procedure and the sensor was found to be inserted 3 mm under the skin, which is considered normal depth. To further investigate the issue and to determine root cause, the customer was requested to send the sensor back for further evaluation.both sensor and the transmitter were returned to senseonics for further investigation. Investigation found that transmitter passed all the tests and no problem was found. The sensor was investigated by holding it right against the transmitter. Although an excellent signal was received, the signal was unstable. Thus, the customer complaint was confirmed. The malfunction was likely due to an issue with sensor's asic. As part of resolution, the patient was given a new transmitter and a sensor to continue using the system. B4.date of this report 22 oct 2025. G3.date received by the manufacturer? 22 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.